Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15204776, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 18598276 / 18979354, model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patient's lead had multiple impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.